Event description:
It was reported that during a clinical visit, device battery depletion was noted. The customer felt that the battery should have lasted longer than the warranty. The device will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.